Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint states: ¿suspect products. This case is from health authority. It was reported that the suspected product for 3105040 (lot no.:8708224c) which has been ordered by (B)(6) hospital (south branch) in (B)(6) supply chain checked product traceability information, there are records. But we still report this case as suspect products, because after checked the label, found the name and the address of after-sale service agent are wrong. The product has been used by hospital.¿ the device was not returned for examination. The complaint description states that the suspect label is one that is not applied at this manufacturing site. The lot details supplied are all legitimate batch identifiers.

Event description:
Suspect products. This case is from health authority. It was reported that the suspected product for 3105040 (lot no.:8708224c) which has been ordered by (B)(6) hospital (south branch) in (B)(6) supply chain checked product traceability information, there are records. But we still report this case as suspect products, because after checked the label, found the name and the address of after-sale service agent are wrong. The product has been used by hospital.